Manufacturer narrative:
Concomitant products 5076-52 lead implanted (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had a follow up appointment a few weeks ago where their heart medication was changed and since then has noticed a lower heartrate. The patient further stated in addition, to the recent lower heartrate when checking at home, some light headedness in the morning. The patient noted a heart rate in the 40's, which was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. It was further reported that the patient had a device check. The low heart rate was believed to be due to t-wave oversensing (twos) from the right ventricular (rv) lead. The rv lead sensitivity was reprogrammed. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.